Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the patient entered the operating room at 14:10 for a hysteroscopic resection of uterine lesions procedure. The surgery started at 14:45, and at 14:54 the ceramic tip at the distal end of the hysteroscopic outer sheath instrument fell into the patient's uterine cavity. It was retrieved at 15:11. The surgeon inspected the ceramic tip, determined it was intact, and then continued the resection procedure. This resulted in an approximate 20-minute prolongation of the surgery. Additional instruments (such as single-packaged large curved clamps, etc.) Were required to retrieve the ceramic tip, increasing anesthesia time and equipment costs. Surgery ended at 15:40 and the patient left the operating room at 16:00. There were no reports of patient harm.